Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited low, out of range pacing impedance measurements with a suspected insulation integrity issue. During the revision, the lead was surgically abandoned and replaced with another boston scientific product. No resulting adverse patient effects were reported.